Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt pressed go on their homechoice machine before connecting to the homechoice setup. The home pt stated they received a system error alarm and then connected their transfer set to the pt line. Baxter's technical service center assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident per the home pt.